Manufacturer narrative:
Updated h6 (investigation findings and investigation conclusions) h10: additional narrative the serial number of the subject device was not provided. Therefore, the device history record (DHR) could not be performed. The device was not available for evaluation, no further details were provided by the customer. Attempts to retrieve additional information were unsuccessful. Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. In this case, the most likely cause is patient factors.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 23mm inspiris resilia valve implanted in aortic position underwent a valve-in-valve procedure after an implant duration of 14 months due to valve thrombosis leading to stenosis. A 26mm non-edwards transcatheter valve was successfully implanted in replacement. The patient was between 72/78 years old.